Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the user interface (ui) pcb assembly and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further examined the removed ui pcb assembly and observed that the defibrillation discharge switch, designator sw38, was worn.  As a result, it required more pressure in order to activate the switch.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the shock button on their device would only intermittently respond when pressed.  This issue was observed during an inspection (while completing the buttons test) and there was no patient use associated with the reported event.